Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision surgery approximately six years post-implantation due to tibial loosening. During the revision, several metallic pieces were observed during implant removal. The tibial, bearing, and femoral components were all explanted. Attempts have been made and no further information has been provided.